Event description:
A customer reported that a 23 gauge vitrectomy probe failed to prime during setup. The system was rebooted and calibration was successful. There was no pt impact. Additional info was received from the surgeon reporting while trying to prime the 23 gauge vitrector only, the system kept attempting to calibrate the phaco handpiece and displayed system messages indicating the phaco handpiece failed calibration. The staff attempted to calibrate the system but after repeated attempts, were unsuccessful. A second cassette was then inserted and the system reprimed successfully. The pt's conjunctiva had been opened prior to the reported issue and the procedure was prolonged 30 minutes due to this event.

Manufacturer narrative:
One (1) lot number, manufactured in feb 2012, was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).